Manufacturer narrative:
Missing lot information was requested from the initial reporter. A follow up report will be submitted when the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc lot number was not provided by customer. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
The clinician reported that almost 5 months after the dental implant and abutment were placed in ada site 7 in the mouth, the implant did not achieve osseointegration. This implant was removed and replaced with another. Clinician noted the patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Missing lot information was requested from the initial reporter. A follow up report will be submitted when the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 5 months after the dental implant and abutment were placed in ada site 7 in the mouth, the implant did not achieve osseointegration. This implant was removed and replaced with another. Clinician noted the patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.